Manufacturer narrative:
The case description states that the user received an unexpected bolus of 14u. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files show that a bolus of 13u was delivered on the date of occurrence and show that the use cgm (continuous glucose monitoring) button and confirm bolus button were pressed in order to deliver the bolus. Further inspection of the log files confirm that the controller was interreacted with to turn the screen on, navigate to the bolus calculator and use the use cgm option to load a bg value of 6.3 mmol/l. The total bolus text was then changed to 13u before the controller went through the steps in order to confirm and start the bolus. No evidence of an unncommanded bolus was seen in the log files. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's father reports that the personal diabetes manager (pdm) gave an unexpected bolus correction of 14 units whilst he was playing video games with his child. The father states his son had been in range and there was no reason for any additional corrections.